Manufacturer narrative:
Device was received with critical pump error (open book image) alarm during testing due to moisture damage on electronic assembly. Unable to confirm error 35 and blank display due to critical pump error (open book image) alarm. The motor was tested outside of the device and passed. Device received with erased serial number label noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump did not working at all, had a blank display customer's blood glucose value was 128 mg/dl and 143 mg/dl. The customer was assisted with troubleshooting. Customer states the display was not blank less than 30 seconds or did not return. Customer states display was blank currently. Customer states they remove the battery and insert battery alarm did not display on the insulin pump screen. Customer states the contacts on the battery cap were neither missing nor damaged. Customer states battery compartment was neither damaged nor corroded. Customer states the spring was neither damaged nor corroded. Customer states the display did not return after insulin pump restart. Customer states they took a shower with insulin pump and insulin pump was exposed to moisture. Customer stated that the insulin pump had critical pump error as well as another insulin pump error alarm. Customer states insulin pump was not exposed to a high magnetic field. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.